Manufacturer narrative:
The device was returned to zoll singapore. The customer's report was duplicated and attributed to the smart pneumatic module board. The smart pneumatic module board will be replaced once the customer's purchase order is approved. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.